Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaw and fell out, but did not fall into the pt body. Another device was used to complete the procedure. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint info is trended on a regular basis to determine if further investigation is warranted.